Event description:
Customer reported that the laser continued to fire on its own during a treatment. The laser was not directed at the patient and there was no patient injury.

Manufacturer narrative:
A service call was performed on the laser and the cynosure service technician was not able to duplicate the problem. The service technician replaced the trigger on the handpiece and the handpiece functioned to specification after the repair. Further investigation is being conducted.